Manufacturer narrative:
The ivl balloon catheter was received for investigation and damage to the balloon and catheter was confirmed. Approximately 3cm. Of the distal portion of the ivl catheter was not returned and is reported to still remain in the patient. The balloon was observed to be torn and a portion of the device broke off. As of the date of this report, no patient sequelae has been reported and the patient has not returned for a routine follow up and is continuing to be monitored. The cause for the reported balloon loss of pressure and subsequent detachment of balloon components could possibly be attributed to calcium within the patient's anatomy causing difficulties to remove the device upon withdrawal. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Manufacturer narrative:
Evaluation of the subject device is anticipated but has not yet begun. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping. The root cause for the reported detached balloon or catheter component and balloon loss of pressure could not be determined with the limited information available.

Event description:
A shockwave m5 peripheral lithotripsy (ivl) device was used to treat a lesion in the superficial femoral artery (sfa). The shockwave m5 peripheral lithotripsy (ivl) device showed a balloon loss of pressure at the second cycle of pulses. The physician then started to pull the catheter out and, upon removal, the physician encountered resistance and the ivl catheter got trapped into the introducer sheath causing part of the ivl balloon to break off. A portion of the ivl balloon remained in the artery of the patient, the physician elected not to treat/remove the detached component due to the critical condition of the patient. As of the date of this report, no patient sequelae have been reported.